Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed as the device failed to charge, further investigation into the root cause of this issue found the device to have a defective battery and main pcb (printed circuit board). Following the complaint assessment suitable repairs were conducted and the device was tested and confirmed working within expected parameters. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch, it was unable to charge the battery when the device was being connected to the main power. The treatment was continued with a back-up device. There was no patient harm. No delay was reported.